Event description:
It was reported that the pump exhibited a downstream occlusion alarm and an attach cassette when the cassette was attached alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a corroded downstream sensor. The tamper seal was not removed. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. It was determined that the cause was due contamination of fluid ingression to the downstream occlusion sensor. As a result, the downstream sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.